Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were surgically explanted and replaced for an unspecified reason. The procedure was completed successfully with no patient complications. The rv lead was disposed of and will not return for analysis. This is all the information provided, and additional information has been requested. Additional information provided advised the ra and rv lead had become dislodged. It was believed this was related to twiddler's syndrome. The explanted leads were disposed of and will not return for analysis. Outside of surgical intervention, no adverse patient effects were reported.